Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between june 01, 2019 to june 04, 2019. H10: three (3) devices (2 companion and 1 actual) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for all samples. Functional testing was performed, and it was noted that a leak was observed at the spike port bonding area of the actual sample. No issues were noted with the companion samples during functional testing. The reported condition was verified in the actual sample and not verified for the companion samples. The cause of a leak at the spike port bonding area of the actual sample most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the top middle port. The leaks were observed during multiple process steps; however, it was unspecified if the bags were used by the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.